Manufacturer narrative:
The customer complaint of lack of high glucose alert was investigated and software investigation confirmed that system did provide high glucose alerts through mobile phone on event date/time. The customer claim of lack of transmitter vibration on event date/time could not be investigated since there is no authorized return material authorization (RMA); i.e. There are no materials available to investigate. Furthermore, the user stopped responding to communications. Investigation did not find any evidence of device malfunction. The system performed as intended. H6 results code was updated to 213. H6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system did not alert her. The user did not require medical attention.